Manufacturer narrative:
Concomitant medical products: cd2231-40 st judes defib, implanted: (B)(6) 2012; 6937a-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was programmed off for an unknown reason. The rv lead was inactivated. No patient complications have been reported as a result of this event.